Manufacturer narrative:
Concomitant medical products: product ID: a810, serial# unknown, product type: software; product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: 8637-40, serial/lot #: (B)(4), ubd: 28-apr-2017, (B)(4); product ID: a810, serial/lot #: unknown, ubd: 28-apr-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine 1.3 mg/ml; 0.54372 mg/day and dilaudid 10 mg/ml 0.6334 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the patient was seen on (B)(6) 2019 for a refill and drug concentration change. A programming error occurred with the tablet. The wrong drug concentration was entered. The hcp updated the correct concentration and continued the bolus. It was confirmed that the bridge bolus was programmed accurately. Troubleshooting resolved the reported issue. The new pump settings were bupivacaine 0.7 mg/ml; 0.54372 mg/day and dilaudid 5 mg/ml; 0.6334 mg/day. No symptoms were reported. No further complications were reported.